Manufacturer narrative:
Initial reporter facility name: mediq nederland b.v.b.v. T.a.v afd service reparatie the device was returned for root cause analysis. The investigation could not duplicate the customer reported issue. The device underwent a visual inspection, functional testing, and review of the event history log. The pump was in good condition with no physical damage noted, and labels were undamaged. The battery alarm test was run with the pump for 2 minutes, and the pump alarmed 2 minutes, and the test passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended, there were no problems found with the air detector.

Event description:
It was reported that the pump presented an air sensor defect. Per reporter, the issue was observed during functional testing in their workshop. There was unknown patient involvement.